Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing complete instructions for a pump reset, and after the reset, the customer successfully started their sensor session without the error code reappearing.